Event description:
Patient underwent bilateral l4-s1 fusion procedure on 11/18/94. On 4/4/96 instrumentation was removed. Pseudoarthrosis of l4-5 and l5-s1. Re-fusion done with bone graft harvested from left iliac crest.